Event description:
On (B)(6) 2025 the beta bionics clinical diabetes specialist (cds) reported that an ilet user experienced a hypoglycemic event 16-jan-2025 while attending a sporting event. It was reported that the user's continuous glucose monitor (cgm) displayed a blood glucose (bg) reading of approximately 388 mg/dl; however, their actual bg levels were in the low 50s. The user lost consciousness at the event and has no recollection of the incident until waking up in the ambulance. Physicians attending the game contacted emergency medical services (ems), and the user was transported to the emergency room. Upon arrival at the hospital, the user was administered glucagon and placed on a mild dextrose drip. They remained under observation for approximately 20 hours and were discharged on (B)(6) 2025. The user did not report any long-term health effects following the event. (Cds)

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.